Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests, using separate fingers. Reporter's results were 278, 190 and 150 mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the reporter stated that reporter inserts reporter's test strip all the way into the meter, and checks the test strip confirmation dot. Reporter's technique of applying blood is accurate; reporter cleans reporter's meter. Reporter stated that reporter had done a control solution test with an in-range result. No harm was alleged.